Manufacturer narrative:
The reason for this revision surgery was due to a torn rotator cuff 2.3 years after prior surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the second complaint for this part number; two due to trauma. The root cause for the torn rotator cuff was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient tore his rotator cuff. The surgeon removed the glenoid, humeral head, and humeral neck and converted the patient to a reverse shoulder prosthesis (rsp). The original stem was kept in the patient.